Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause of the system error 2240 alarm was due to a supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line), which occurred on the homechoice during fill 3 of 4. The caregiver (cg) stated a supply bag fell and the heater bag became disconnected. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone so a swap of the device was not required. Product surveillance contacted the cg. The cg stated a small portion of the bag was hanging over the edge of the table and fell when the solution started moving. The cg contacted the nurse and was instructed to have the home patient perform a day exchange. No patient injury or medical intervention was reported. The set-up was discarded and lot number was unknown. No additional information was available at the time of this call.